Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultramini meter was not powering on and then reportedly received treatment at the emergency room (ER) afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The pt reportedly developed the shakes and dizziness approximately at 10pm the day before. One hour later, the power issue with the meter first occurred. It is unk if the symptoms were treated before the power issue or if the symptoms worsened by the time the power issue occurred. The pt claimed that as a result of the power issue, she went to the ER, the next morning (9 am) and was treated with insulin and pills: the types/doses were not specified. Her blood glucose level result was over 300 mg/dl on the ER meter. It is unk how long the pt stayed at the ER and if she was being treated for any other health condition. According to the troubleshooting performed with customer service, the battery was missing from the meter. The pt did not have a replacement meter to troubleshoot with during the customer service call. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because, the pt allegedly received medical intervention (insulin and pills) at the ER after the power issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.